Event description:
Complaint was reported by the patient's attorney, as a result of product implantation, patient has experienced pain, erosion, infections, dyspareunia and incontinence. Symptoms are reportable to mesh exposure in the vagina, an early complication and the possible causes are: inadequate vaginal suture, superficial application, surgical technique, vaginal atrophy and lack of vascularization, infection, previous vaginal surgery.